Event description:
New information received indicates that the patient was seen again and reported feeling better. No further changes were made. The product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker complains of palpitations and pre-syncopal symptoms. The right atrial (ra) lead has chronic low amplitudes, oversensing and undersensing. The right ventricular (rv) lead has chronic high thresholds with intermittent loss of capture (loc). Isometrics and pocket manipulations were performed but were unsuccessful in creating noise or changes in impedance measurements. The device was programmed to record episodes in the presence of a magnet. The patient was sent home with a magnet and instructed to place magnet over device when they are symptomatic. The patient will be seen again after this is completed.